Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: "flow sensor cal. Needed alarm triggered continuously. Test mode 12 did not pass. As a result of checking, the inp. Valve (p/n:(B)(4) is defective. "